Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "poor pad contact" with paddles during 30j test and paddles would not discharge. Complainant indicated that there was no pt involvement in the reported malfunction.